Event description:
Ruptured and suspected leaking silicone breast implants. Rptr complains of medical problems before rupture was detected ie asthma, immune system deficiency, joint and muscle problems, loss of hair, thyroid problems, and skin irritations.